Event description:
At approx 0750 hrs, pt was found to be in a pulseless bradycardic rhythm on the monitor. The iabp counsel was alarming "rapid gas loss" and was in a standby mode. No blood was noted in the catheter or its tubing. The connections were checked and found to be tight and secured. The balloon was autofilled and an attempt to restart the pump was made, but to no avail. The console continued to alarm "rapid gas loss" and remained on standby. The pt was in an unstable and critical condition and a code blue was called. At this point the console was switched to internal trigger and gain and an attempt to restart was made. At one point the balloon did inflate and deflate via internal trigger but this response was short lived (approx 30 sec). Despite attempts to continually restart the pump, the console never regained normal function and was eventually turned off. The pt was made a "dnr" by the primary physician approx 7 mins into the code and further attempts to resuscitate the pt were stopped. The pt was pronounced at 0800.